Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo a pocket revision to relocate the ipg.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo a pocket revision to relocate the ipg.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo a pocket revision to relocate the ipg.

Event description:
A report was received that the patient was unable to charge the ipg. The patient will undergo a pocket revision to relocate the ipg.

Manufacturer narrative:
Additional information was received that the patient had inability to charge the device as well as inability to couple the charger with the ipg. The patient underwent a revision procedure wherein the ipg was relocated closer to the surface of the skin and did well postoperatively.

Manufacturer narrative:
Additional information was received that there is no further course of action.